Event description:
During a surgical procedure, the lower tip of insulation broke on a permanent cautery hook instrument. A second permanent cautery hook instrument was used to complete the procedure. The case was completed with the da vinci system. No patient harm, adverse outcome or injury was reported.